Event description:
It was reported to philips that the device's host computer was not booting the device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the host computer was not booting. Upon examining the system, the field service engineer identified that drive bay was not powering up. Hard disk bay was defective. Host pc had boot up problem intermittently. The defective parts were returned for analysis, for host pc no failure was observed. However, the replacement of the host pc and restoration of ghost and installation of license key by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.